Event description:
(B)(4). Initial information received from a physician on (B)(6) 2008, who reported 3 cases. This report corresponds to case 3 of 3 (associated cases are (B)(4)): a male patient, age not specified, was receiving poly-l-lactic acid (sculptra), therapy dates unknown, for a very gaunt face. It was reported that he had a reasonable response to poly-l-lactic acid. The patient reported a "bluish tinge to the cheeks." The physician stated that the event was "not immediately after the injection-not like post-op bruising" also stated as "not immediately post-op. It is not due to bruising." The event "is in the sub-malar area, in the lower half of the cheek but not into the jowl." For this patient, the discoloration appeared about 6 months after the second treatment. The patient opted not to have a third treatment. The treatments were discontinued after the second treatment. Medical history was not provided. Concomitant medications were not provided. No further medical information reported.